Manufacturer narrative:
The reported issue was confirmed manufacturing supplier related. It was concluded that the following was the supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools ; no crimp cross-sections provided. During evaluation, visual inspection of the component confirmed that the connection between the power inlet module and the mains voltage card was experiencing electrical overstress. The power inlet module and main voltage circuit card was replaced as a preventive measure. The hot side connection between the chiller connector showed signs of electrical overstress. The hot side connection from the chiller connection has failed completely. The double bend tube from the tank to the manifold and the l tube from the chiller output were found during repairs to be over expanded. Three tank seals are torn and lifted. The chiller molded tube had to be cut short at the drain valve because it would not separate without tearing. The device underwent preventive maintenance (pm) servicing while in for repair. Replaced chiller. Circulation pump and mixing pump were serviced as part of the preventive maintenance process. Replaced heater, both manifold o-rings, drain valves, and the control panel coin cell due to age. Three new tank seals, the double bend tube, molded chiller tube, and the chiller tank output l tube were all replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during depot evaluation the arctic sun device was observed that the hot side connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. Per follow up information received via phone on 15oct2021,biomed stated that they had send the arctic sun device to the depot for 2000 hour preventive maintenance and they received a message from the depot stating that the arctic sun device would need a new chiller. Biomed stated that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the depot evaluation, arctic sun device was observed, the hot side connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. Per follow up information received via phone on 15oct2021, biomed stated that they had sent the arctic sun device to the depot for 2000 hour preventive maintenance, and they received a message from the depot stating that the arctic sun device would need a new chiller. Biomed also stated that there was no patient involvement.